Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 04/06/2016 a medtronic representative performed an imaging system check-out, all areas passed. The mobile view station (mvs) shutting down after 2 minutes, is intended. The imaging system is working as designed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site's imaging system batteries that were not holding a charge. The imaging system mobile view station (mvs) powers-down after two minutes as noted in the error message when the unit was unplugged from the wall. No further details regarding this issue were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: further review of this event by a medtronic field service engineer found this event is a feature request by the site only and not a malfunction of the system. The 2 minute shut-down is expected for the imaging device. This feature request has been documented in a medtronic navigation tracking database. Based on this clarification, the reported event is unlikely to cause serious harm. If this information was available during the initial review, the reported event would not have been considered a reportable malfunction.